Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000193, serial/lot #: (B)(4). Foreign country: (B)(6). The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed and the customer told the rep that it was not possible to switch shot mode between 2d and 3d. Although operator pushed the 2d and 3d button to change shot mode, the imaging system was not able to change the mode. The rep did multiple tests and all the tests passed. However, if foot switch was inserted to image acquisition system (ias), shot mode was not able to be changed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site pushed the 2d and 3d button to change shot mode, but the system was not able to change the mode. No patient was present at the time of the event.